Manufacturer narrative:
During inspection and testing, the adhesive on the objective lens showed deterioration with cracking and visible missing parts. The reported event (leak) was confirmed. Service found a deep cut on the sheath with air leakage. In addition, the adhesive on the bending section cover was chipped, the tube was slightly loosened, the scope body was discolored, the universal cord was slightly kinked, and the coating on the cable was damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, while the scope was in sterilization following a procedure, a leak was detected. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the adhesive on the objective lens was cracked. This report is being submitted for the malfunction found during evaluation (cracked adhesive). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to physical stress from outside the scope or chemical stress due to sterilization using chemicals or sterrad system. The event can be detected/prevented by following the instructions for use which state: 1) "please read before use: dangers, warnings, and cautions: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." 2) "compatibility summary: methods listed as ¿compatible¿ are compatible for routine use only when used according to manufacturer¿s instructions. Repeated use and reprocessing of endoscopes and accessories lead to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions." 3) "sterilization by sterrad® 50/100s/200/nx¿ system may deteriorate the adhesive of the insertion section. Depending on the circumstances, replacement of the insertion section may be required. Before use, confirm that the endoscope is free from any damage or other irregularities." Olympus will continue to monitor field performance for this device.